Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent excision of mesh on (B)(6) 2008. It was also reported that the patient underwent marsupialization of bartholin¿s on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
Additional information: it was reported that due to back, leg, groin, and pelvic pain, dyspareunia and increase in urinary incontinence, mesh was removed on (B)(6) 2009 & (B)(6) 2012 by implanting surgeon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2009 the patient underwent total explant of vaginal graft in anterior, posterior and apical departments and rectocele/ enterocele/ cystocele repair due to pelvic pain secondary to previous repair with vaginal graft.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01665. The same patient is represented in each medwatch.